Manufacturer narrative:
This complaint has been reassessed based on additional information gathered by the manufacturer. It was determined that this event does not fulfill reporting requirements per 21 cfr §803. The alleged device is not registered in the us market, nor is there a similar product distributed within the us territory.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, the dressings in a bactigras 15x20cm ctn 10 have a leakage from under a leaking weld, meaning the package of single dressing was open as this was noticed in a non-therapeutic environment, there was no patient involved.